Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the left knee and then approximately 12 years, 8 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: (B)(6)-02-010-01-0250 - logic femoral ps cem left sz 5; (B)(6)-02-012-39-5060 - logic tibia fin tray cem sz 5f/6t; (B)(6)-201-78-11 - holding pin small headed short 4 pack; (B)(6)-201-46-10 - holding pin headless 3" (4 pk); (B)(6)-200-02-32 - three peg patella 32mm; (B)(6)-203-96-01 - (11-2222) saw blade new stryk (.050); aa3537-asa0030 - sterile disposable containers; aa3860-asa0030 - sterile disposable containers pending investigation. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected component, and investigation clinical codes.